Manufacturer narrative:
The insulin pump had a blank display due to corroded battery tube. It was unable to test the operating currents, low battery alarm, off no power alarm and battery out limit alarm or perform the displacement, rewind, basic occlusion, occlusion, prime and the excessive no delivery tests due to the blank display. The device also had a cracked reservoir tube lip and cracked battery tube threads. No moisture damage noted on the electronic assembly or on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call on (B)(6) 2013 that the insulin pump had a blank display. Blood glucose value was 203 mg/dl. Troubleshooting was done and the customer did not find any damage at the battery area and the display returned after changing the battery. She was advised to monitor the device. She called back on (B)(6) 2013 to report having issues with low battery and the display going blank again. Blood glucose value was 208 mg/dl. She explained that she changed the battery on (B)(6) and had to change it again on (B)(6) due to it being low. She also mentioned receiving a battery out limit alarm. She stated she had changed the battery three times since then. She stated that she woke up in the middle of the night sweating and her blood glucose level was 380 mg/dl. She changed the battery and when trying to bolus, the display went blank. She waited 10 minutes, started the delivery and it went blank again. The insulin pump was replaced and returned for analysis.